Event description:
During a routine revision procedure to remove clot from a vectra graft implanted in 2001 in the femoral location, the physician noted that a portion of the graft wall compromised with the reinforcing fiber separated from the graft wall. The thrombectomy procedure with a balloon catheter was completed without any problem. The affected portion of the graft and wasnot removed at this time and a temporary catheter was placed to allow the patient to achieve dialysis. There were no reported complications.